Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the device had not been helping their symptoms. The patient said they were still having leaks and having to wear a pad every day. The patient only saw an improvement in their symptoms when they started taking oxybutan again and was hoping to get off of that. The patient started on program 4 at 2.3 then was on program 5 at 4.2. During the call the patient tried program 6 and increased stim to 4.2 but was not feeling stim. The patient was going to try program 7 next but said they needed to get to another appointment. The patient would call back later this afternoon when they had more time. Additional information was received from the patient on 2026-may-21. They reported that they saw their healthcare provider (hcp) on march 16. They told their hcp the implant was not helping, they were still using pads, and still having accidents. Before surgery at the pre-op they were found to have an uti. Their symptoms were similar so they did a urine culture, no uti this time. The hcp was going to contact the manufacturer. On march 27th they saw the manufacturer representative (rep), the rep asked a bunch of questions and reset one of the levels on the patient's device. A week or so later, they were having major problems. They checked the device and found all levels were at 0.01, so they reset one level. They also started taking the oxybutynin that was prescribed prior to the surgery. That seemed to help. Also they were doing pelvic floor exercises. So at this time 2026-may-21 they really didn't feel an improvement over the last device. They stated that a cause for not feeling the stimulation was not determined. They did not know what caused or contributed to this issue. This issue had not been resolved. They stated that they will try to make an appointment with the urologist.